Manufacturer narrative:
A visual examination was performed on the returned device. Upon investigation it was noted that residue was observed on the device. The trip wire was wound around the handle spool multiple times. The handle slot showed deformation, indicating the trip wire was cinched into the handle slot. The suture was intact and properly tied to the distal end of the trip wire. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. A review of the device history record (DHR) for this batch revealed no issues related to this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for an esophageal banding procedure on (B)(6) 2013. According to the complainant, during the esophageal banding procedure, there was no difficulty setting up the device; however all the ligation bands of the device did not deploy onto the target site. No damage was noted on the device and the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used for an esophageal banding procedure on (B)(6) 2013. According to the complainant, during the esophageal banding procedure, there was no difficulty setting up the device; however all the ligation bands of the device did not deploy onto the target site. No damage was noted on the device and the packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.